Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there was discolored/abnormal additive form. This event affected 6000 devices. The following information was provided by the initial reporter. The customer stated: on april 10, the warehouse was visited and the following batches were found: 2068761 (20 packs) & 2068762 (40 packs), in six sealed shipping cartons. Customer believes the additive in tube's wall might lead to the erroneous results and poor barrier separation as was reported in pr# (B)(4)."

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: 2068761. D.4. Medical device expiration date: 223-09-30. H.4. Device manufacture date: 2022-03-09. D.4. Medical device lot #: 2068762. D.4. Medical device expiration date: 2023-09-30. H.4. Device manufacture date: 2022-03-09. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but seven (7) photos were provided for investigation. Evaluation of the photographs indicated satisfactory silica additive dispense in the tubes. Additionally, one hundred (100) retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to additive abnormality as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode additive abnormality. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there was discolored/abnormal additive form. This event affected (B)(4) devices. The following information was provided by the initial reporter. The customer stated: on april 10, the warehouse was visited and the following batches were found: 2068761 (20 packs) & 2068762 (40 packs), in six sealed shipping cartons. Customer believes the additive in tube's wall might lead to the erroneous results and poor barrier separation as was reported in pr# (B)(4)."